Event description:
It was reported that there was no flow with a large volume folfusor device during priming. According to the report, the folfusor ¿did not infuse at all.¿ the device was filled with fluorouracil (non-baxter product) diluted in nacl (non-baxter product), the volume of the solution is unknown. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4) ¿ the lot 14b050 was manufactured february 18, 2014 to february 20, 2014.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.